Event description:
Ous MDR - after an implantation time of about 4 months, low sensing values (1.9 mv just prior to surgery) were reported. A lead defect or incorrect fixation was suspected. The lead was explanted. Patient's health was not reported to have worsened.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. The visual inspection detected cuts in the insulation and a deformation of the distal shock coil, which are probably a result of the explantation. The ongoing analysis did not show other deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in compliance with specifications and in order. All measurement values of the electrical and mechanical analysis were within the technical specification. There were no indications of material defects or manufacturing errors.